Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The clinical instructor unpacked the packaged prefilled during continued maintenance and found two stains within the walls of the prefilled catheter flusher tubing and on the inner wall; no patient harm.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there were two stains within the walls of the prefilled catheter flusher. To aid in the investigation, one empty sample with an opened packaging flow wrap and three photos were received for evaluation by our quality team. A visual inspection was performed, and the syringe barrel has a dark colored speck. It was not possible to remove the speck, it is embedded degraded resin. The three photos provided show the sample received. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 306595, lot 4177748. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.